Event description:
I have had chronic neck pain for the last 6 years with an unknown cause, hand and finger pain, back pain, developed behçet's disease all within a year of each other. Always fatigued. I had my implants put in approx 7 years ago. I have only recently heard about breast implant illness. I have been completely healthy up until the last 6 years and have spent more money going to doctors for pain management and trying to find out what's wrong with me only leading to dead ends and a lot of lost money. I have had xrays and mris of my neck with no problems detected medically to cause the pain I'm in. I have seen a rheumatologist, neurologist, pain management and general family physicians. I take medication which barely helps the pain I'm in. FDA safety report ID# (B)(4).